Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, during an air transport, the device inappropriately shut down. The clinicians power cycled the device back on and the device powered down. Complainant indicated that the battery was changed and the device powered down. The air transport ended and another device was obtained to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Its important to note that the customer indicated that this device is being used in and around an area that contains radar equipment and continuous radar sweeps. The x-series device meets standards and specifications; however may be susceptible to certain radio frequencies outside the specifications and approved standards for the device. Analysis of reports of this type has not identified an increase in trend.